Manufacturer narrative:
The reported events of inadequate capture thresholds and low r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had high capture threshold and reduced sensing measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.